Event description:
During laparoscopic case, blue, plastic part of tampon portion of the see sharp (ref 30977) was scraped upon entry into trocar. The plastic scraping actually came off and onto the field. FDA safety report ID # (B)(4).